Manufacturer narrative:
The device has been requested and has been returned to the manufacturer. Confirmation testing shows the meter to be operating within specification. No test strip lot information was provided. The owner's guide was carefully reviewed. There is no indication the event occurred due to improper labeling. Previous meter returns were reviewed and there is no indication the event was caused by a meter malfunction. Based on the limited information provided, the root cause of the incident could not be determined. The meter readings before the event and the amount of insulin dosed was not provided. A 5-6 mmol/l difference between meter brands may have been acceptable depending upon the meter readings. Actual blood-glucose measurements were not provided, nor the time between measurements. Factors such as hematocrit, temperature, humidity, elevation, other medication, and testing procedure may have contributed to the discrepant values. Insulin may have contributed to the event. The reporter mentions she has felt low for years without indicating whether there was ever a change in dose or type of medication. No corrective action will be initiated because system failure could not be confirmed. This event will continue to be trended. Update: the meter has been returned to the manufacturer for evaluation. Relevant fields, meter serial number and manufacture date have been updated. The manufacturer narrative has been edited to describe the results of the meter evaluation.

Event description:
One month ago, the patient was hospitalized and went into a coma and it was a life and death situation. She is saying that this is due to her ibgstar readings being inaccurate. She says that she has 3 blood glucose monitors of different brands, and she can't trust the readings from her ibgstar meter. She was recently sent a replacement meter by costar team and she can't trust the readings that her replacement is displaying. She says that her ibgstar shows results at 5-6 units [mmol/l assumed] higher than her other meters. She says that her ibgstar shows results at 24-25 when it is 17-19 units [mmol/l assumed]. She has a control solution and says her machine consistently tests higher than her other machines. She says her blood glucose has been "low" for years and years and now she realizes this was due to her ibgstar readings.

Manufacturer narrative:
The device has been requested but has not been returned to the manufacturer. The serial number provided by the reporter is invalid. The DHR for a meter that may have been the intended serial number was referenced. This shows the meter left the factory within specification. No test strip lot information was provided. The owner's guide was carefully reviewed. There is no indication the event occurred due to improper labeling. Previous meter returns were reviewed and there is no indication the event was caused by a meter malfunction. Based on the limited information provided, the root cause of the incident could not be determined. The meter readings before the event and the amount of insulin dosed was not provided. A 5-6 mmol/l difference between meter brands may have been acceptable depending upon the meter readings. Actual blood-glucose measurements were not provided, nor the time between measurements. Factors such as hematocrit, temperature, humidity, elevation, other medication, and testing procedure may have contributed to the discrepant values. Insulin may have contributed to the event. The reporter mentions she has felt low for years without indicating whether there was ever a change in dose or type of medication. No corrective action will be initiated because system failure could not be confirmed. This event will continue to be trended.